Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Suspected approximately 31 false positive flu b results. Across multiple sites in the network. Approximately 300 tests performed. Confirmatory tests completed for 21 samples (pcr), the rest of the samples were not confirmed.